Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (wires coming out of belt) has been confirmed. Upon eval, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn, exposing wires. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
An account coordinator contacted zoll customer support to report that a (B)(6) female pt had wires coming out of the electrode belt. The pt was issued a replacement electrode belt.